Event description:
Nurse from (B)(6) hospital has reported the following to sales rep:: we have had a situation where nurse was about to open the box with the stem 05801441 for delivery to steril assistant operating nurse. When opening the first seal the inner seal opens at the same time. It looks as if the flip on the inner seal is wrong to both seals are opened at the same time when opening the first seal. Surgery proceeded by using another stem available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a packaging issue involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device and all packaging components were returned, except for the shrink wrap. The out tyvek had been peeled back on 3 sides. The inner tyvek had been peeled back completely and was separated from the inner blister. There was evidence of complete seals on both the inner and the outer blisters. There is no delamination of the tyvek lids. There is no evidence of glue between the inner and outer tyvek lids. The seals of the inner and outer blisters are compliant. There is some adhesive transfer on the inner blister¿s plastic lid. Tests were completed but the event reported in the complaint could not be recreated. Medical records received and evaluation:not performed, no clinical information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the event could not be confirmed or re-created. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Nurse from (B)(6) hospital has reported the following to sales rep: we have had a situation where nurse was about to open the box with the stem (B)(4) for delivery to sterile assistant operating nurse. When opening the first seal the inner seal opens at the same time. It looks as if the flip on the inner seal is wrong to both seals are opened at the same time when opening the first seal. Surgery proceeded by using another stem available.